Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed one similar complaint within the work order. Visual inspection of the returned product found half of the lens, lengthwise is torn and missing. Half of both plate haptic and half of optic is torn off and missing. Lens cartridge was returned lens was returned in liquid. A mtc60c cartridge was returned stuck inside the vial. Unable to evaluate. Conclusions: (user error caused or contributed to event): based on the complaint information, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +20.00 diopter collamer single piece lens in the patient's right eye. The lens tore on insertion. Lens was removed and backup lens, same model and size was implanted. There was no patient injury. A new scrub tech loaded the lens in wrong (mtc-60c fp) cartridge in error.